Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 236mg/dl. The customer's levels had gone as high as 431mg/dl, and as low as 56mg/dl. The customer declined to troubleshoot for the highs and lows. The customer disconnected the line and ended the call. No further assistance provided.